Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead dislodgment was observed one day after implant procedure. No anomalies were detected in the supine position. Increased capture was noted in the sitting position. No further information available.